Event description:
It was reported to philips that the system was unable to boot the application. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system unable to boot application. Upon troubleshooting, philips field service engineer (fse) visited onsite and found system was unable to boot windows or applications. Fse reinstalled the ghost image and reconfigured the system, but the issue persisted. Later, fse replaced a new hard disk. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.